Event description:
Healthcare professional reported a left side capsular contracture baker grade iii, armpit lymph node hypertrophy, and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, missing shell assessed as inconclusive. Silicone migration: unable to observe since it is not related to the device. Deformation: unable to observe, device has an opening. Lymphadenopathy: unable to observe since it is not related to the device additional observations: crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, silicone migration, lymphadenopathy.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii, armpit lymph node hypertrophy, and rupture. Device has been explanted.